Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in (B)(6) of the homechoice patient (hp) made a mistake/touch contamination and experienced peritonitis. During a call with baxter customer service, the following information was provided. On (B)(6) 2012, the hp developed peritonitis and was hospitalized for the event. The cause of the peritonitis was the caregiver (cg) made a mistake/touch contamination described as the puling out the tubing by mistake and putting it back in. A few days after the tube was reattached, the hp got sick. A peritoneal effluent culture was performed with unknown results. On an unreported date, the hp began going to the clinic every four days for an unreported medicine to treat the peritonitis. The hp was recovering from the peritonitis. The peritoneal dialysis registered nurse (pdrn) was contacted on (B)(6) 2012 in order to obtain additional information regarding this event. The pdrn did state that she had very little information of the event. The hp was hospitalized (dates not reported). The treatment provided at the hospital were unknown. The hp and caregiver were retrained on proper aseptic technique. No further information was reported

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was confirmed. The root cause for the report of use error-breach in aseptic technique, which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error that was identified in this complaint.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not requested for use error as there is no allegation against the device. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow up report will be submitted if additional information becomes available.